Event description:
Customer reported an over infusion of heparin. The infusion was started at 2:40pm and within an hour the entire bag of 250mls infused. The heparin concentration was 100 units/ml and was programmed to run at 12ml/hr. The programming was double checked by more than two nurses before the infusion was started and after the event was identified. The patient was given a total of 100mg protamine and a CT scan of the brain was performed. The patient did not develop any bleeding. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Devices not received, lot review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.